Manufacturer narrative:
(B)(4). The return of the incident sample has not been received for evaluation. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The incident generator was not returned to covidien for evaluation. However, the concomitant (B)(4) electrodes were returned to covidien. Evaluation found them to function normally and within specifications.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 08/21/2014. Date of 1st follow-up report: 10/30/2014. Date of 2nd follow-up report: 11/14/2014.

Event description:
The customer reported that an additional rf ablation procedure was performed on the (B)(6) year old male patient on (B)(6) 2014. The procedure was successfully completed.

Event description:
The customer reported that during the ablation procedure, the generator stopped working. A new electrode was used but the generator still did not work. The procedure was suspended without any injury to the patient.